Manufacturer narrative:
After inserting a battery, device received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify unexpected battery power loss, replace battery now alarm due to the failed battery test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump received replace battery alarm or off no power without a low battery warning. Customer stated that insulin delivery has stopped due to low power. The device will be returned for analysis.